Manufacturer narrative:
The device was evaluated on (B)(6) 2011 and there was evidence of saline leakage from cracks at a saline tubing port of the inlet stop cock housing. Excess solvent was observed. Crack is indicative of force being applied to the stopcock. The crack would have caused the harness to fail in-process leak test so it would have occurred after packaging, possible when loaded onto the machine. The crack would have allowed fluid to leak down into the machine causing the reported smoke. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that there was a leak from the saline line and smoke was coming from the device. No donor injury reported. No operator injury reported.